Event description:
It was reported that the tip of the instrument was cracked during use. Although the instrument was used intraoperatively, no pt complications were reported.

Manufacturer narrative:
(B) (4): the lower jaw is broken at the jaw pivot pin. Optical examination discovered a fairly brittle fracture. The location, direction, and amount of force required in order to induce fracture of the shaft is consistent with application of excessive force. The above observations are consistent with misuse due to application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.